Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh and boston scientific obtryx were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh and boston scientific obtryx were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided. It was reported that post implantation, patient experienced pain, infection, bowel/urinary disturbances and dyspareunia.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that post implantation, patient experienced pain, infection, bowel/urinary disturbances and dyspareunia. (B)(4) - bowel disturbances; urinary disturbances; dyspareunia. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.